Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
It was reported that, during an ankle fracture procedure, the surgeon inserted the ar-8925ss, syndesmosis tightrope xp, and once the implant was deployed, the device would not tension. The surgeon cut the suture and used another tightrope xp and deployed on the medial side of the tibia as desired.